Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had sensor issues. Customer stated, she got lost sensor. Troubleshooting was done. Customer mentioned that one morning her blood glucose was 46 mg/dl and she was not sure why it was low. Customer stated her healthcare provider changed her settings last week and she has not eaten lately. It was found that the transmitter was completely dead. The customer was advised to fully charge the transmitter